Event description:
It was reported that during a remote follow up, loss of capture was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and dislodgement of the right ventricular (rv) lead was observed. The physician suspected the dislodgement was due to patient ambulation. A revision procedure was performed, however, the helix of the rv lead was unable to rotate and the rv lead was unable to be successfully repositioned. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.